Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch from bipolar to unipolar due to high out of range impedances greater than 3000 ohms. It was also noted that there was noise that was indicative of oversensing by the minute ventilation (mv) sensor. An x-ray was performed and confirmed that the lead was properly inserted. The patient was not dependent, so plan was to leave the lead programmed to unipolar. No adverse patient effects were reported. The system remains in-service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.